Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told their implantable pulse generator (ipg) picked up electrical noise on stored episodes. The patient feels it occurred while swimming. The ipg remains in use. No patient complications have been reported as a result of this event.